Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. During the procedure, the old generator was removed and leads disconnected. The leads were tested and were found to be intact electrically and within normal range of impedance. The leads were tested with the new implantable cardioverter-defibrillator (ICD) and obtained normal high voltage impedance for all vectors. A morphology test received a satisfactory template. During the pocket closure, the match scores were reduced, so the template was re-ran. The observed electrogram looked abnormal, with positive deflections not lining up with qrs on the rv coil-can electrogram. The impedance measurements were retested and high, out-of-range hv impedance was obtained in the rv coil-can configuration. Multiple impedance tests were ran with no change in the results. The physician observed the electrograms and noted that there was a positive deflection on the rvcoil-can electrogram that occurred at 60 bpm, even when the base rate was permanently programmed 40 bpm. The decision was made to reopen the pocket and run additional tests. The ICD was removed from the pocket and reinserted into the pocket. Impedance was within normal range. Leads were removed and checked through a pacing system analyzer. Impedance all read normally. The ICD was explanted and replaced with a new ICD. Impedance measurements were normal with the new ICD. The patient was stable.

Manufacturer narrative:
The reported event of high defib impedance was confirmed. X-ray inspection of the device found an anomalous solder joint for the can connection. The cause of the anomalous solder joint was due to a manufacturing anomaly.